Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which revealed that the tubing was separated from the y-site. The cut on the tubing was not a clean cut and there is approximately 1cm tubing segment left in the slant of the y connector. The reported condition was verified. No functional testing was performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the tube of an interlink extension set was cut and leakage occurred during use"; further clarified as the tubing was separated from the injection port. This was identified while in use on a patient. There was no report of patient injury or medical intervention or association with this event. No additional information is available.